Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appeared to be swollen, the up/down/ok/contrast keypad buttons were intermittently responding and required excessive force to activate during testing, it was observed that the up/down/ok/contrast key contacts were misaligned, the contrast key contact was also inverted, the up/down/ok key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination found under all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons are reportedly intermittently unresponsive and sticking when pressed. The patient denied tears or peeling of the keypad. There was no adverse event associated with this complaint.